Manufacturer narrative:
The unit was returned to mindray repair ctr for repair.

Event description:
Customer reported the gas module iii displayed an inaccurate co2 waveform. No pt injury was reported.